Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A pt service representative (psr) contacted zoll customer support on 10/30/2009 to report that a (B)(4) year old male pt left her a message reporting that he was developing a rash on his back. Zoll customer support notified psr that a customer support representative would follow-up with the pt. Zoll customer support attempted follow up on (B)(6) 2009. Follow-up with the pt's daughter on (B)(6) 2009 indicates the pt passed away on (B)(6) 2009. The daughter reported that the pt's death was cardiac related, and he was not wearing the lifevest because of the rash.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were both fully functional upon receipt. Monitor sn (B)(4): (B)(6) 2009 (initial use). Electrode belts sn (B)(4): (B)(6) 2009 (initial use).